Event description:
It was reported that the sheath was difficult to remove. A wolf thrombectomy sheath was used in a thrombectomy procedure. During sheath removal, there was a fair amount of resistance. The procedure was completed with this device. There were no patient complications.